Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflating implant". Later healthcare professional reported "slow leak deflation" and "capsular contracture baker grade I". This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported "deflating implant". Later healthcare professional reported "slow leak deflation" and "capsular contracture baker grade I". This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.